Event description:
It was reported that prior to use foreign matter was found in tube with a bd vacutainer® lithium heparinn 75 usp units blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: when opened the package, it was found that the foreign matter was in the tube.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for foreign matter in the tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use foreign matter was found in tube with a bd vacutainer® lithium heparinn 75 usp units blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: when opened the package, it was found that the foreign matter was in the tube.